Event description:
It was reported that the patient experienced withdrawal (specific symptoms were not reported). The physician was unsure if the withdrawal was due to the catheter or the pump. No device troubleshooting was performed. The hcp replaced the pump and catheter in 2008. There was not patient injury; the patient recovered without sequela. The concentration and daily dose of baclofen being delivered via the pump were not reported.